Manufacturer narrative:
Event date: exact date unknown, event occurred 6 months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a revision procedure wherein the lead extension was replaced. The patient was doing well postoperatively and the explanted device will not be returned as it was kept by the medical facility.